Manufacturer narrative:
15-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Impaled / stabbed face - skin [skin injury], pain - face- skin [pain of skin] , brush head has come off the body - oral-b [device breakage], head becomes loose - oral-b [device connection issue], product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads were loose and came off of the oral-b toothbrush handle while he was brushing his teeth and impaled him in the face. No serious injury was reported. On (B)(6) 2025 follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3708. No serious injury was reported. On (B)(6) 2025 follow-up via digital safety assessment survey: the consumer was 54 years old. No medical professional was contacted. The consumer also experienced pain in his face with a worsening of his symptoms. No serious injury was reported. 13-mar-2025 case update: the suspect product lot was 3ua33460427. No serious injury was reported. 15-apr-2025 product investigation results: the suspect product was oral-b power oral care refills. The concomitant product was oral-b rechargeable toothbrush handle 3708. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Impaled / stabbed face - skin [skin injury]. Pain - face- skin [pain of skin] . Brush head has come off the body - oral-b [device breakage]. Head becomes loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads were loose and came off of the oral-b toothbrush handle while he was brushing his teeth and impaled him in the face. No serious injury was reported. 07-feb-2025 follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3708. No serious injury was reported. 07-feb-2025 follow-up via digital safety assessment survey: the consumer was 54 years old. No medical professional was contacted. The consumer also experienced pain in his face with a worsening of his symptoms. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.